Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and there was no analysis as it met the expected longevity.

Event description:
It was reported that the cardiac pacemaker was explanted and replaced because of a "battery failure". No patient complications have been reported as a result of this event.